Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported (united kingdom) the patient gained some weight and stopped using or charging the system. In turn, the ipg became inoperable. Troubleshooting was attempted with multiple external devices but could not provide resolution. As a result, the patient will undergo surgical intervention.